Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The u/s handpiece connector cable was replaced for diagnostic purposes. The system was then tested and met all product specs. Visual eval of the returned u/s handpiece connector cable did not reveal any nonconformity. The u/s handpiece connector cable was tested and passed all testing. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A nurse reported during surgery while in quadrant mode, there was no phaco power available. A different handpiece was connected and still no ultrasound function. A second unit was brought in and the case was completed with no harm or injury to the pt.